Event description:
During a pacemaker implantation around 2 years ago, the physicians had some issues of pacing and sensing with both vega leads. The hospital has informed us just today. I haven't more information but I have the leads for the return.

Event description:
During a pacemaker implantation around 2 years ago, the physicians had some issues of pacing and sensing with both vega leads. The hospital has informed us just today. I haven't more information but I have the leads for the return.

Manufacturer narrative:
Analysis synthesis: the review of the manufacturing records indicated that the two leads met all of the requirements of the specification during inspections. The sealing ring of both leads were cut. Since they were cut across nearly half of their diameter, it can be assumed that the leads were not released under these conditions, and the damage most likely occurred during the implantation procedure. Upon reception, both leads were tested and all electrical measurements performed revealed that the inner and outer electrical continuity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. Based on available data and the investigation results, a lead malfunction is not suspected to be the cause of the reported issue, and a lead position or lead contact issue could be suspected. Such lead positioning or contact issues incurred during implantation procedures are not completely unavoidable and may be associated to many variables (ex. Patient physiology, physician preferred implant site, etc) that the lead design and instructions-for-use cannot reasonably account for, as evidenced in this case. This investigation will be retained and used for trending purposes.